Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2021 on an unknown sample type with a copan brand swab in viral transport media. Repeat testing was performed multiple times on (B)(6) 2021 with different ID now covid-19 assays. The first repeat testing was performed at 12:16pm with lot number 1018176 and generated negative results. The second repeat test was performed at 6:05pm with lot number 1022441 and generated positive results. The third repeat test was performed with lot 1022441 at 7:12pm and generated positive results. Confirmation testing swabs on an unknown sample type and a copan brand swab in viral transport media generated positive results; CT values not provided. The customer reported confirmation testing was performed with thermofisher technique (3 positive targets) and mobidiag (2 positive targets). It was initially reported targeting was also performed and no mutation detected. The customer reported on (B)(6) 2021 that the patient "sample was tested with mobidiag: positive result and targeted : (B)(6). The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1018176 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018176, test base part number 190-430 / lot 1018176. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018176 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction.